Manufacturer narrative:
(B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). (B)(4) certified service technician was unable to verify the customer's reported issue. Unit passed all testing and met all (B)(4) manufacturer specifications. The power board was replaced as a precaution.

Event description:
The customer reported model lap top ventilator 1200 alarmed and reset. At this time, it is unknown if there was any patient involvement associated with the reported event.